Event description:
Ous MDR - after an implantation period of about 46 months, a ventricular loss of capture was reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the received pacemaker data were inspected. The analysis revealed a sudden increase of the ventricular pacing impedance with values up to > 3000 ohm. Threshold or sensing values were not available for analysis. At a next step, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The visual inspection showed abrasion marks along the lead body as well as severe damages at the distal area. In particular, the lead's distal part was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis did not reveal any anomaly. Further inspection revealed a stretched inner and outer coil and a broken insulation in this area. The steroid collar was missing upon receipt. Blood penetrated the lead body in the damaged areas. As the root cause of the observed damages, strong traction forces applied during the explantation procedure should be taken into consideration. At a next step, the received x-ray images were inspected. No peculiarities were observed which might be related to the clinical observation. In summary, the received data confirmed the clinical observation. However, no irregularities were noted during the analysis of the lead which may have contributed to the clinical event. There was no sign of a material or manufacturing problem.